Event description:
The customer complained of discrepant ise indirect na for gen.2 results for 2 patient samples on a cobas 6000 c (501) module. For patient 1 the initial na result was 171 mmol/l and the repeat result was 146 mmol/l. For patient 2 on (B)(6) 2018, the initial na result was 186 mmol/l and the repeat result was 134 mmol/l. Patient 2 was a (B)(6) year-old female. The repeat results were deemed to be correct. There was no adverse event. No erroneous results were reported outside of the laboratory. The na electrode lot number was 187. The expiration date was asked for but not provided. The field service engineer (fse) found that the na electrode would not stabilize. The fse replaced the na electrode, the sipper nozzle, and the nozzle tip squeegees in the rinse mechanism. The fse performed a precision check. The ise calibration, qc, operational checks, and mechanical checks were acceptable.

Manufacturer narrative:
Medwatch field was updated.

Manufacturer narrative:
The field service engineer found leaking in the waste vessel, so he replaced multiple valves. The performance of the instrument was verified as working within specification. The investigation did not identify a product problem. The cause of the event could not be determined.